Event description:
Patient arrived to picu [pediatric intensive care unit] from or post kidney transplant with 'old' foley catheter drainage system. Picu did not have a compatible urometer, only the new fize medical collection systems. There was a delay in monitoring the patient's urine output. Picu eventually found the correct fize tubing. Per bedside report, or initially placed patient on new fize device, but stated that it "did not work." Picu assumes that the or didn't see urine free flowing in the tubing and assumed it wasn't working. Chart reviewed. Discussed case with or management, fize team, picu cns [clinical nurse specialist], and clinical engineering. Will coach and debrief with involved staff. New fize urometer tip sheet created and sent out to staff last night, including how to visualize urine return and proper placement. Coordinated teaching session between [redacted] from fize and service lead rns in the or to function as super users/train the trainer. (Update from [redacted]). Drainage bags for this system are having interference in the or and are ejecting automatically mid case fize kuo disposable kit pediatric urometer. Ref (B)(4).